Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the prime test and basic occlusion test due to moisture damage to the force sensor resistor. The insulin pump passed the displacements test. No displacement anomaly was noted and the motor tested okay.

Event description:
The customer reported that the insulin pump alarmed twice motor error. The blood glucose reading at time of call was 21.1 mg/dl. The customer stated that she was not bolusing when the alarm occurred. Troubleshooting was performed. Ran a displacement test and failed. Advised customer to discontinue using the device and revert to back plan of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.